Event description:
It was reported that a failure to retrieve the distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure, the physician was able to successfully resheath the distal filter. While attempting to resheath the distal filter, the distal filter slider broke and the distal filter could not be resheathed. The sentinel cps was removed from the patient along with the radial sheath with the distal filter of the sentinel cps in an open state. No reported patient complications occurred. The patient outcome was good.

Event description:
It was reported that a failure to retrieve the distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure, the physician was able to successfully resheath the distal filter. While attempting to resheath the distal filter, the distal filter slider broke and the distal filter could not be resheathed. The sentinel cps was removed from the patient along with the radial sheath with the distal filter of the sentinel cps in an open state. No reported patient complications occurred. The patient outcome was good.

Manufacturer narrative:
The returned device consisted of a sentinel cerebral protection system. Visual inspection of the returned device revealed the distal filter slider (#3) detached and was not returned. The proximal filter and distal filter were unsheathed. An unknown introducer sheath was attached to the distal part of the sentinel cps. Microscopic inspection revealed clean detachment of the inner member from the hypotube.